Event description:
It was reported that low pacing impedance was noted on the right ventricular (rv) lead. After further review of the one-year trend, the impedance was low but stable. The patient reported not feeling well. No other electrical anomalies were seen. The rv lead will continue to be monitored.